Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2018-10477. Reference MFR. Report: 1627487-2018-10478. It was reported the patient¿s drg system was not providing adequate relief for their neuropathy in their legs and feet. The issue began for the patient approximately 6 months ago. As a result, the patient is awaiting surgical intervention.